Manufacturer narrative:
No samples or pictures have been received for investigation. Ten retained samples of 50ll lot 1708225 are evaluated. On visual inspection of these ten retained samples no damage or molding defect can be observed in any of them. The stopper is correctly assembled in the ten syringes. DHR of lot 1708225 has been reviewed not finding any annotation or deviation regarding the alleged defect. During assembly process, in the assembly station mechanical leak test is done to every syringe and in case any fails, it is rejected automatically to scrap. In this manufacturing line, final products are sampled and subjected to visual inspections during different sub-processes according to procedures. Leak test is carried out with the 10 retained samples, the 10 samples meet the iso. They are disassembled not observing any damage in plunger rod or any of their components that could have caused leakage. This issue is not related to a manufacturing defect. Since no incidence happened during manufacturing process and retained samples meet iso, a definitive root cause cannot be determined. Based on an evaluation of severity and frequency it was determined that no CAPA is required at this time.

Manufacturer narrative:
Initial reporter phone and fax#: (B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that a bd plastipak¿ concentric luer lock syringe leaked during preparation of medication. There was no report of exposure to mucous membranes, injury or medical interventions.